Manufacturer narrative:
Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. Attached photographs show gel globules in the serum. 4 retained tubes were therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. None were found. Bd was able to confirm the customer¿s indicated failure mode with the photographs attached, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found containing oil gel globules. The following has been provided by the initial reporter: oil droplets (as in photos).